Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. There were no traces of moisture noted at electronic or motor assemblies per visual inspection. The pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with scratched display window.

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 483mg/dl. The customer treated the high with the pump. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.